Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient had an unrelated surgery, and the device was not paired in surgery mode. The patient controller was unable to be connected with the ipg and the clinician programmer displayed generator is not paired error message. A magnet was used to connect the generator however it was unsuccessful. Communication with the ipg was unable to be established. Ipg is deemed inoperable and patient is without therapy as a result. No additional information is available at this time.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
Additional information received indicates surgery may take place in the future to address this issue.